Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and found relevant diagnostic codes. The se replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. The pi pcba was received by medtronic for evaluation. Testing was performed successfully with no anomalies observed. Ventilation was then initiated on a test lung. A diagnostic mix -5v out of range code was generated that occurred approximately 3 hours and 5 minutes after ventilation was started. The ventilator graphic user interface (gui) and status display were blank, the green light-emitting diode (led) on the top of the gui was illuminated, and the ventilator was not ventilating. Conclusion: the reported event was duplicated, and analysis determined the pi pcba to be faulty. If this failure occurred during ventilation the ventilator would generate a vent inoperative condition. The appropriate audio and visual alarms would enunciate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during training emulation on a mannequin, a 980 ventilator generated a breath delivery (bd) background fault detected alert with error codes, stopped ventilation, and could not make changes on the display. The ventilator was not in use on a patient at the time of the reported event.